Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During evaluation, the service center identified the device had noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction noisy image was traced to damaged printed circuit (ad) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.